Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Health effect impact code: f26. Component code: g03001. D8: was this device serviced by a third party?: no. During the requested site visit, the field service engineer (fse) replaced the cuvette dry tip, list number (ln) 09d51-02, to resolve the issue. A review of the architect, serial number (sn) (B)(6), service history did not reveal any additional causes and no other reports of discrepant or inconsistent patient results have been received since the fsr replaced the cuvette dry tip. A review of historical data for the dry tip revealed no trends or systemic issues. A review of the architect (B)(6) systems found no systemic issues or trends for the issue associated with this ticket. The architect system operations manual provides adequate information regarding requirements for handling specimens, limitations of result interpretation, maintenance, component replacement, error codes, and troubleshooting the reported issue. Based on the investigation no product deficiency was identified for either the architect, sn (B)(6) or the dry tip ln 09d51-02.

Manufacturer narrative:
Patient identifier = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated potassium result on architect c16000 processing module for one patient. The results provided were: (B)(6). Initial potassium=8.0 mmol/l. Repeated on another analyzer=4.0 mmol/l. Laboratory reference range for potassium=3.5 to 5.3 mmol/l. There was no reported impact to patient management.